Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted. Initially, the patient went to the clinic due to diaphragmatic stimulation. The lv has r-waves of 1 millivolt. The field representative tried to program off the lv but it did not resolve the issue thus just the lv sensing was turned off. Boston scientific technical services (ts) discussed programming options and suspected an oversensing of the atrial signal. Additional information received that the lead was revised subsequently because it dislodged into the atrium and confirmed that no oversensing noted. The lv lead is no longer in service and was replaced with a new lead. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted because it was dislodged into the atrium. Initially, the patient went to the clinic and presented with diaphragmatic stimulation. A boston scientific field representative tried to set off the lv but it did not help thus the lv sensing was turned off. Technical services (ts) discussed some options and suspected an oversensing of the atrial signal. Additional information received that there was no oversensing noted and a new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.